Event description:
It was reported that the patient with an implantable pulse generator died one month post implant of the device. The patient was no feeling well the day before death and was seen at the hospital. The elector cardio gram which was normal and the patient was sent home with a follow up appointment set for 48 hours later. However the next day the patient was not feeling well again drove to the hospital and had a car crash and died as a result of the injuries sustained. The family is inquiring if car crash was device related.

Manufacturer narrative:
The review of the save to disk ous shows that there were no recorded episodes on the date of death. There was information that indicated this is a legal case outside of the u.s. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The s2d has been received and analyzed by the manufacture in the united states. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. The review of the save to disk ous shows that there were no recorded episodes on the date of death. There was information that indicated this is a legal case outside of the u.s. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.